Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 37714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the patient was not getting full coverage in her back. She had been reprogrammed several times and was told by a manufacturing representative (rep) that she might need a revision. The patient had x-rays and was seeing a new surgeon. Later, the patient reported the lead was redone. Relevant medical history included spinal pain.